Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The representative received call from trial patient was getting settings not available of (screen 59). Additional information received from a manufacturer representative (rep). The cause of the setting not available screen 59 was determined; the leads came loose from the patient. The actions/interventions were taken to resolve the setting not available screen was the leads were removed. The controller was unable to communicate with the external neurostimulator (ens); the patient is scheduled for the advanced evaluation. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that patient sweats profusely and the tape on patient's back came loose, which caused the leads to migrate. No further complications were reported.